Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the u.s., architect hiv ag/ab combo, list 2p36. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, specificity testing, a search for similar complaints, and a review of labeling. Specificity testing was performed for reagent lot 26812li00 which contains the same bulk components as lot 26813li00 and met specifications. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Event description:
The customer stated an architect i2000sr analyzer generated (B)(6) results for one patient sample. The analyzer generated (B)(6) results of (B)(6). The sample was repeated on another architect analyzer and an (B)(6) result of (B)(6). The (B)(6) results were not reported outside the laboratory and there was no adverse impact to patient management reported.